Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during preparation for the ablation procedure, it was found that the pad was partly discolored. It was not used. Initial evaluation of the returned sample found the pad did not have continuity.